Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2024, when pharmacy staff were issuing pen needles for injection to patients, they found that the tear drop label of the disposable injection pen needle had fallen off and in order to prevent the needles from being non-sterile, they were replaced with new pen needles. Ae report no. (B)(4). Call center did not contact the customer and did not verify the information reported in the ae regulatory system. If any update will be sent by email. Sample availability: unknown sample availability details: unknown.